Event description:
The customer states the unit is not giving a correct dosage.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿wheel drags a little and not giving correct dosage.¿ the unit was triaged and the reported issue could not be confirmed at this time. The device passed all accuracy testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.